Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an lv lead revision due to dislodgement. The lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure and did not experience any symptoms.

Manufacturer narrative:
Analysis was normal. No anomalies were found.